Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The blood glucose at the time of the incident was 197 mg/dl. Troubleshooting was performed and the customer changed the infusion set first, but still received the alarm. The customer then changed the reservoir and was able to clear the alarm. She also reported having a low blood glucose event where her husband found her passed out on the couch. Blood glucose level is unknown. She treated with juice and peanut butter. The customer admitted that she does the rewind while connected. The product will not be returned for analysis.